Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. No additional adverse patient effects were reported.